Manufacturer narrative:
The customer called technical support to report that the speaker was malfunctioning. Per initial good faith effort (gfe) response, the customer stated that a new speaker has been purchased. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the speaker was malfunctioning. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the speaker was malfunctioning. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was the customer's computer speaker that was defective. There was no allegation of a defect or malfunction related to the v60 ventilator.